Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was not returned for the investigation, but one photo was provided. The photo was visually analyzed, and the reported issue was confirmed, a leak was detected at the cross spike. As part of continuous improvements, a corrective action has been opened to address the reported issue. The root cause and action plan will be documented through the formal investigation. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer reports: the enplus spike with flush bags are leaking.